Manufacturer narrative:
The device was inspected on-site, where the issue was confirmed. During troubleshooting, the dc/dc & battery control printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The main function of the dc/dc & battery control pcb is to control the ventilator¿s on/off function, manage battery charging/discharging, switch power sources, control the main and o2 evacuation fans, supply internal voltages, and connect the user interface control cable. Analysis of the provided device logs confirm the issue with the several generated technical alarm codes. The replaced dc/dc & battery control pcb was returned for further investigation. Visual inspection of the pcb revealed no abnormalities. The pcb was then placed into a reference device for simulated use testing. During this testing, no technical alarms were generated during start-up and the device successfully passed the initial pre-use check (puc). After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several pucs were performed, which all passed. Our conclusion is that the device failed to meet its specification during the reported event. However, the reported issue could not be reproduced at manufacturing site, hence; no root cause can be established at this moment.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated several technical error codes. There was no patient harm. Manufacturer's ref. #: (B)(4).